Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter¿s memory was missing results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2014. The patient¿s mother reported that the meter issue approximately began during the first week of (B)(6) 2014. The reporter claimed that on (B)(6) 2014, the patient tested five times; however, only two of the five results appeared in the meter¿s memory. The patient is on insulin pump therapy. During the follow-up call, the reporter confirmed that the patient did not make any changes to his usual diabetes management regimen due to the missing results. During the initial call to lfs, the patient¿s mother informed the customer care advocate (cca) that the patient had developed symptoms of feeling ¿shaky, nervous, and developed weak legs¿ at 2pm on (B)(6) 2014. At the onset of symptoms he tested his blood glucose with the subject meter and obtained a result of ¿56 mg/dl¿. In response to the symptoms the patient treated himself with food and/or drink. Approximately 15 minutes after treatment, the patient re-tested and obtained a result of ¿127 mg/dl¿. During the follow-up call, the patient¿s mother confirmed that prior to the onset of symptoms the patient had tested just prior to lunch (at approximately 12:30pm) and obtained a result of ¿300 mg/dl¿. The reporter mentioned the patient¿s blood glucose does occasionally read at that level prior to lunch if he skipped his mid-morning test. The reporter informed the mss that she felt the patient¿s low blood glucose excursion was most likely as a result of the patient over-bolusing due to incorrect carbohydrate count. At the time of troubleshooting, the cca noted that the alleged meter memory issue remained unresolved. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the alleged meter issue with the subject meter caused/contributed to this injury. The reporter indicated that the onset of symptoms was as a result of incorrect calculation of carbohydrates. However, this complaint is being reported because the alleged meter issue (missing results) remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.